Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During demonstration of impella patient management with new nurses an automated impella controller (aic) issue occurred. There is very limited information. It seemed that controller failure error occured three times. Yellow alarm impella controller failure connect to pump to back up console was observed. This occured during a user class as impella controller failure alarmed three times, seemingly with no patient involvement. Unclear mentioning in case description, if this was previously also occuring during a patient case.

Manufacturer narrative:
Updated information: d9 device return date added.